Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose and would like to troubleshoot insulin pump to make sure everything is working properly. Customer's blood glucose was 400 mg/dl a few days before the call and was 251 mg/dl the day of the call. Troubleshooting found that drive support cap, basal settings, bolus wizard and time and date programming were normal and functioning fine. A high pressure test was performed and passed. A large air bubble was found in the reservoir. Customer was advised to follow up with doctor regarding the high blood glucose and possible site issues. Customer was also advised to monitor pump as it is performing as designed.